Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported in a pt's clinic notes that following her implant in 2003, she developed a neck infection with swelling. The pt was treated successfully with antibiotics. The clinic notes went on to say that, "there was a lot of pustular draining. She and her husband, however, indicate that the vagal nerve stimulator has helped her immensely in that she almost became seizure free." A review of the MFR's design history records showed that both the pt's lead and generator were properly sterilized prior to shipping. Attempts for further info have been unsuccessful to date.